Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2014 with the following findings: the bolus button cover was intact and the audio bolus button was properly responsive. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked from the case seal up to the finger grip. The returned battery cap and cartridge cap were used to complete the investigation. The display contrast was dim and faded.